Manufacturer narrative:
The failure investigation has been completed and the alleged cartridge alarm 19 was verified. Additionally, the investigation has been completed. Functional testing was performed and no failure was identified related to the reported low bg issue. In addition, a different issue was identified.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) level was not confirmed in pump data logs. User made bolus requests while still having insulin on board (iob) and without entering current bg level. There were no erratic basal rate adjustments. Complaint could not be confirmed. Making bolus requests and still having insulin on board could lead to a low bg event. There is no evidence that the insulin pump experienced a malfunction or failure.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Blood glucose (bg) level was 46 mg/dl.; however, the customer reported that bg was not due to the pump or pump supplies. Although requested, the contact declined to provide details regarding the low bg level. Reportedly, the customer had a backup pump and manual injections available as alternate insulin therapy.